Event description:
On january 25, 1999 sscor rec'd a s-scort duet aspirator model # 2014 for repair. A sscor technician evaluated the unit. The device was found to have a non-functional model 007bdc19 pump. The pump was found to have a broken eccentric assembly. Subsequent to the eval, sscor contacted dr, the owner of the aspirator. Dr explained the aspirator is used in post-operational procedures to drain face lift pts. No one was injured due to the pump failure.